Event description:
A report was received that the patient¿s ipg site was necrotic. The battery had eroded through the skin. The reason for necrosis was that the patient was very immunocompromised due to a non-device related medical condition. No infection suspected. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.